Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a stroke after undergoing a dbs implant procedure. The patient was transferred to the intensive care united before subsequently being discharged to a rehabilitation center. It was indicated that a routine computed tomography (CT) scan was performed on the patient postoperatively, but the results have not been obtained.